Event description:
It was reported that the device was overheating. No patient injury was reported.

Manufacturer narrative:
No additional information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damage to top and bottom enclosures. Functional testing ran for several hours and the device did not overheat. Device passed all functional testing, unable to replicate the reported issue. No problem found. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).